Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID (B)(4) implantable cardioverter defibrillator (ICD)  implanted: 2011 (B)(6); 5076 implantable pacing lead implanted: 2005 (B)(6); 5076 implantable pacing lead implanted: 2009 (B)(6); 6949 implantable tachy lead implanted: 2005 (B)(6). (B)(4).

Event description:
It was reported that the patient had chronically high left ventricular (lv) lead threshold. The lead remains in use. No patient complications have been reported as a result of this event.